Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that was in backup vvi mode. The case of the backup was due to a cybersecurity upgrade. The device was reset, and the patient was stable before, during and after the event.